Manufacturer narrative:
MFR site- corrected manufacturing site for devices. An event regarding loosening involving titanium shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. A review of the provided medical records and x-rays by a clinical consultant indicated: "provided x-ray does not confirm the reported event. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components. " device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Revision hip due to pain. Primary hip replacement (B)(6) 2018. Polyethylene liner found to have small metal looking scratches on inner surface. Metal head has scratched surface too. Bone screws were also loose and cup had very minimal on growth of bone. All acetabular components removed. Acetabulum revised using competitor prosthesis.

Manufacturer narrative:
It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision hip due to pain. Primary hip replacement (B)(6) 2018. Polyethylene liner found to have small metal looking scratches on inner surface. Metal head has scratched surface too. Bone screws were also loose and cup had very minimal on growth of bone. All acetabular components removed. Acetabulum revised using competitor prosthesis.